Event description:
It was reported that during a routine change out of the device, the right atrial (ra) and right ventricle (rv) leads became dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism, and the lead was stretched.